Event description:
It was reported that during surgery the electric dermatome handpiece was damaged and had an intermittent power fault during the procedure. There was no harm, injury or delay reported. The surgery was completed with the complaint product. Diligence is complete. No additional is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: UK. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the motor would not power on and was corroded, the switch was damaged, and the reciprocating arm and screws were worn. The motor, switch, reciprocating arm, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.